Event description:
It was reported the patient could not feel stimulation anymore. Impedances were measured and the results indicated there were high impedances. Impedances were >4000 ohms on multiple electrode combinations. The lead was replaced, and afterwards the impedances were normal. There was no patient injury and the patient received relief from the stimulation again. Patient outcome was "ok."

Manufacturer narrative:
Analysis of the lead model 3487a lot unknown found all conductors were broken in the body of the lead 15.5cm from the proximal end. All circuits were open.

Manufacturer narrative:
Lead model 3487a, lot #unk, implanted: (B)(6) 2011, explanted: (B)(6) 2012.

Manufacturer narrative:
Lead model 3890, lot #unk, implanted: (B)(6) 2011, explanted: (B)(6) 2012.